Manufacturer narrative:
Corrected information: a.1.,b.5.,b.7.h.6.d.10.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen during and unknown phase of pd treatment. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. The technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. In a follow up, the patient confirmed there was no harm or adverse event, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: an internal inspection of the cycler found the lcd backlight bulb was damaged and signs of thermal decomposition was observed. The lcd lightbulb is located on the rear of the lcd assembly. A known good front panel assembly was installed with the complaint inverter board and the display became operational. Removed functioning front panel assembly at the completion of the investigation. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen during setup on the cycler. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. The technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. In a follow up, the patient confirmed there was no harm or adverse event, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.